Event description:
Customer reported that erroneously low sodium, chloride and suppressed potassium results were generated by the unicel dxc 600 synchron system following an automated weekly flow cell maintenance procedure. The erroneous results were not reported out of the lab. The customer then cleaned the flow cell and electrolyte injector cup and changed the calibrator. No further issues were noted. There was no change to the pts' care or treatment.

Manufacturer narrative:
No service call was conducted, accordingly, no eval of the system was performed. The customer contacted the mfrs' call center and was provided with cleaning instructions. Although this event occurred shortly after the automated flow cell maintenance procedure was performed which likely contributed to the event, a clear root cause cannot be identified from the info provided; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4), 2010 for additional reportable events.